Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the tip of the barrel was missing and was separated from the barrel resulting in leakage with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse aspirated the medicinal solution, it was found that part of the medicinal solution leaked out from the joint between the tip of barrel and the needle hub, and a part of the tip of barrel was missing when the needle was separated from the barrel, resulting in leakage.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. Upon visual inspection, the team was unable to verify that the barrel of the syringe was damaged. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause could not be determined as no samples were returned for investigation.

Event description:
It was reported that part of the tip of the barrel was missing and was separated from the barrel resulting in leakage with a bd syringe 1ml ls 25ga 5/8in. The following information was provided by the initial reporter, translated from chinese to english: when the nurse aspirated the medicinal solution, it was found that part of the medicinal solution leaked out from the joint between the tip of barrel and the needle hub, and a part of the tip of barrel was missing when the needle was separated from the barrel, resulting in leakage.